Manufacturer narrative:
Correction in sections b1: this incident was deemed as "adverse event" due to the fact that an x-ray had to be performed in order to retrieve the broken tip. However, we previously submitted this medwatch only as "produt problem". We therefore will submit this correction now retrospectively. Correction in d4: updated the UDI number. Also, per investigation by the manufacturing site: the affected instrument was not returned for investigation. Therefore, an investigation of the instrument was not possible and a definite root cause cannot be determined. Most likely root cause: operator error due to overloading and / or incorrect reprocessing. According to the customer the tip broke off during procedure. It is concluded that the most probable root cause was a mechanical damage due to overloading, which then led to complete breakage over time. The IFU warns against overloading. As no article was sent in, a more detailed investigation cannot be carried out. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that karl storz forcep's tip broke off during a laparoscopic appendectormy procedure. The tip was retrieved successfuly using x-ray. No additional information was provided.

Manufacturer narrative:
Attempts are being made to request product return for evaluation. If new information or product would be available for further evaluation, a supplemental would be made to the FDA. This complaint will be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).